Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient began to experience pain and was evaluated by her physicians. She underwent revision surgery on (B)(6) 2015 and during this procedure, the surgeon "found significant necrosis and fluid within the hip and gluteus minimus. As he performed the procedure, he encountered additional necrosis within the abductors and soft tissue, and there was corrosion and black staining under the ball and surrounding taper".